Event description:
Reporter indicated that a vns patient was explanted due to a possible allergic reaction to the device. The treating physician indicated that the event was not related to a malfunction of the device. Good faith attempts for add'l information have been unsuccessful to date.